Event description:
The customer reported that there was no alarm sound. Although it was initially reported that the device was in clinical use at the time of the alleged malfunction, the investigation confirmed that it was unknown if the device was used for clinical monitoring at the time of the alleged malfunction. There was no allegation of a patient harm.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no alarm sound. At the time of the alleged malfunction, the device was being used for clinical monitoring. There is no report of an adverse event.